Event description:
A zoll patient service representative (psr) contacted zoll customer support to report that a (B)(6) male patient was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause of the open pulse wire could not be positively identified but was likely excessive force. No adverse events resulted from the open pulse wire. The patient received a replacement electrode belt.